Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a radial fracture distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Moderate char an detritus on the metal cap, burnt glue at the metal cap adhesion location area and severe devitrification of the output window were also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fiber condition may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was suspected to be related to heat accumulation/user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward firing at 105,778 joules of use; the case was continued using a second fiber. At 237,353 joules, the tip of the second fiber was observed to spin/rotate independently of the metal cap. The procedure was completed using a third surgical fiber. Patient outcome: "ok, no harm to the patient". This report is for the first surgical fiber used.